Manufacturer narrative:
Event clarification and concomitant devices list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal femoral nail antirotation (pfna) on (B)(6) 2016 was implanted, because patient fell off a ladder. The leg had been considerably extended after the surgery. Indication of increasing stress pain since (B)(6) and delayed bone healing due to pseudoarthrosis. X-ray imaging revealed nail broke postoperatively, intramedullary nail with renewed pertrochanteric thigh fracture, broken with leg shortening to 1 cm radiological on the performing eye of the femoral neck bolt. Revision surgery took place on (B)(6) 2017, extension of the nail and supply with a total hip replacement. Concomitant devices reported: pfna blade (part 02.027.038s, lot 9755870, quantity 1); locking bolt (part 259.380, lot 9742368, quantity 1).

Manufacturer narrative:
Product development investigation was completed. This complaint is confirmed. The received pfna nail is broken on the position of the citrus hole. The nail shows slightly wear marks. The cross section of the broken surface shows no irregularities. Dimensions around the breakage of the nail were checked according to the drawing. All dimensions measured have passed their specifications according to their drawings. The citrus shape could not be measured due to the nail is broken at this point. During manufacturing the dimension of the citrus shape was 100% checked with a gage; reflected in inspection sheet. No manufacturing error found. Product was manufactured according to its specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Unfortunately, as no detailed clinical information is available, the exact cause which has led to these circumstances could not be determined. We can only assume that the pfna - nail (area of citrus hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses both the postoperative extended leg with increasing pain and pseudoarthrosis, and the postoperative issue concerning breakage of pfna-nail. Revision surgery took place on (B)(6) 2017 for the removal of the broken pfna left and insertion of a hybrid hip prosthesis, 58 mm fitmore hip stem with 32 mm pe inlay and two cranial support screws, treatment of the femoral shaft with a lateralized size 4 avenir hipprosthesis, xl size 32 mm metasul hip cup. Post-surgical x-ray images revealed proper prosthesis fixation with two wire cerclages in the area of the proximal femur. The patient was mobilized with a walking frame and a partial load of 20 kg with physiotherapeutic instruction. The wound was not irritated and dry.

Manufacturer narrative:
Patient¿s birth year reported as (B)(6); exact date of birth is unknown. Patient weight is unknown. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) is used as the patient reported that the leg had been considerably extended after the surgery with increasing stress pain and delayed bone healing due to pseudoarthrosis. A device history record (DHR) review was performed for part # 02.027.223s, lot # 9738584 manufacturing location: (B)(4), manufacturing date: 09. Dec. 2015, expiry date: 02. Dec. 2025: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted on (B)(6) 2016 with proximal femoral nail antirotation (pfna). The leg had been considerably extended after the surgery and there was indication of increasing stress pain since (B)(6) and delayed bone healing due to pseudoarthrosis. On (B)(6) 2017 the patient fell from a ladder on the hip joint and was hospitalized on (B)(6) 2017. X-ray taken on an unknown date revealed that the patient had intramedullary nail broken at the femoral neck bolt with leg shortening to one (1) cm with renewed pertrochanteric thigh fracture. Current operation: extension of the nail and supply with a total hip replacement. This report addresses the postoperative extended leg with increasing pain and pseudoarthrosis. The postoperative issue concerning breakage of pfna-nail has been captured under linked complaint com-(B)(4). This report is for one (1) pfna nail this is report 1 of 3 for complaint com-(B)(4).